Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was returned for evaluation. The sample and all available information were forwarded to the manufacturer for further evaluation. Per the investigation results, the issue was observed and determined to be burned particles linked to the molding process of the component. A batch record review for the reported batch number did not reveal any abnormalities or non-conformances of this nature. All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: black spot observed on additive port; appears to be embedded in the rubber of the port.